Event description:
It was reported that during an unknown procedure, the staples were malformed. Changed another one to complete the procedure. The patient had (B)(6); the device was discarded. There were no adverse consequences for the patient. Requested and received the following information on (B)(4)2010: what area of the staple line did the failure occur? (Anterior or posterior) the whole round. Was the failure detected by a leak test or visually observed? Visually observed.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.